Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that customer experienced high blood glucose over 500 mg/dl. Blood glucose reading went up to 528 mg/dl and customer¿s other blood glucose was 454 mg/dl. Customer was treated for their high blood glucose with insulin pump. The insulin pump will not be returned for analysis.